Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the manufacture representative (rep) met with the patient to interrogate and x-rays were ordered of the cervical, thoracic, and lumbar spine. The patient was advised to return with x-rays and rep present to see if there is a disconnection. The cause of the issue remains unknown as they are still investigating. The next appointment is scheduled for (B)(6) 2017. The issues have not resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in a lot of pain, their implantable neurostimulator (ins) went out and there was no pain relief. The patient noted that the therapy was working fine when she went to bed on the night prior to the report, but around midnight the patient woke up and was still in a pain; the pain was worsening. Lastly, the patient was not able to connect with the patient programmer (pp) at the time of the report but was able to adjust the amplitude in the morning and over the weekend prior to the report. There were no further complications reported or anticipated.